Event description:
Customer's mother reports back to back comparison to the lab while using the compact plus system with results of 124mg/dl on the meter and 66mg/dl at the lab. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.